Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-16321 and 1627487-2013-16322. It was reported the pt has experienced pocket heating while charging since implant. The issue has occurred with both of her ipgs, and the pt has used only one charging system. A new le charging system was sent to the pt. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field correction field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.